Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned coronary procedure. The procedure was completed by moving the patient to another system. It was reported to philips that the system's emergency stop activated. Review of the log files shows 'emergency stop activated' malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system and found that system emergency stop activated because geo table control module not working properly. On further checking, fse found actual cause of the issue was with the geo table control module. To resolve the issue, fse replaced geo table control module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the emergency stop activated, preventing system movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.